Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level ranged from 53- 71 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.